Manufacturer narrative:
Other text: b3: date of event, d4: catalog number, lot number, expiration date, h4: manufacture date and g5: 510k are not available, no information has been provided to date. No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. No lot number was provided; therefore, a device history record (DHR) review could not be conducted. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined.

Event description:
It was reported the disposable had a leaking tubing and cassette. This is a continuous infusion. Set flow rate and volume delivered are unknown. The position of the pump when the alarm occurred is unknown. The reported product fault occurred while in use with a patient. No adverse patient effects were reported by the customer. The patient had an additional cassette to switch to and was able to continue their infusion. The infusion was life-sustaining. The outcome of the event was resolved. Lot numbers were not provided.